Event description:
It was reported that a patient that was implanted some five years ago had great pain relief for 5-6 months, but the lead fractured. He was in miserable pain. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).